Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Subsequent investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix.further analysis of the lead showed deformations of the outer conductor coil and of the distal shock coil which occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This patient was having an lvad inserted and during the procedure, this rv lead was dislodged. Without a sheath they were unable to advance the lead. This lead was explanted and replaced with another lead. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.